Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument wouldn't react properly to the surgeon control. The instrument was replaced and the surgical procedure was completed as planned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Engineering also found scratches on the surface of the distal pulley. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.